Event description:
A power source alert was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller was using both a tandem charging cable and wall adaptor, but had not tried leaving the wall adapter plugged into a working outlet for at least 30 minutes. Technical support instructed the caller to do so, and upon follow-up, it was confirmed that the pump was charging.